Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10870r14, implanted: (B)(6) 2002, product type catheter.

Event description:
A healthcare professional (hcp) later reported that the pump had gone empty in (B)(6) 2013. In (B)(6) 2014 the patient decided to continue with the therapy. The hcp decided to refill with preservative free normal saline and check the pump volumes before filling with drug. The pump was infusing at 0.048 ml/day and the hcp was wondering if they could increase the flow rate. They planned to increase it to 0.5 ml/day. The pump contained saline. On 2014-(B)(6) the hcp reported they had been running saline for a month and would confirm the volume accuracy today. They planned on refilling with baclofen if volumes were accurate. It was later reported that day that they were to refill the pump with baclofen.

Event description:
It was reported an alarm was heard and telemetry confirmed a critical alarm occurred due to zero ml reservoir volume reached. The patient did not have insurance last year so the pump has been empty since (B)(4) 2013. The patient wants to have therapy again. The physician decided to fill the reservoir with saline but they did not do a reservoir rinse. The pump was programmed and a bridge bolus (bb) was programmed at 96 mcg/day old drug desired dose of the baclofen with a bb duration of 242 hrs. The plan was to bring the patient back in approximately one week to see how the patient was doing as the physician was thinking to deliver a higher dose then the 96 mcg/day for the bb. The pump was delivering lioresal.